Manufacturer narrative:
Date of event will be estimated as (B)(6) 2022. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported as a general comment that prostyle devices have many cuff misses and fail to engage with the anatomy. The physician feels that prostyle devices are weaker than the proglide devices. No additional information provided.